Event description:
A customer contacted baxter's technical service center regarding a leak that appeared on the homechoice (hc). This event occurred during use, the patient was not connected, in prime. The home patient (hp) stated in prime the final bag was not connected properly and was leaking at the connection. The hp wanted to know if he can just replace the bag. The technical service representative (tsr) advised that he should start over with all new cassette and bags. The hp understood and his question was answered. The solution to this issue was provided over the phone and a swap of the device was not necessary. No patient injury or medical intervention associated with this event. On (B)(4) 2012, baxter qs followed up with the home patient (hp). He stated the final bag was not connected properly, which caused the bag to leak. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for an issue of leak was confirmed because not properly securing connections may result in a leak, which is a use error that can lead to contamination. The cause was determined to be use error a labeling review found the patient at home guide to be adequate for use/user error related to this incident.